Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, episodes of lead noise was observed. X-ray inspection showed externalized lead conductors. The lead was capped and replaced. The condition of the patient was good.